Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.

Event description:
The customer reported an unspecified failure of a tube that was used during maxillofacial surgery. The patient required re cannulation. No other information was provided.